Manufacturer narrative:
The device was received for evaluation on 4th october, 2022; no external damages were observed. The tego was covered in blood residuals in-between the seal and the yellow body, this is evidence of leakage. The tego was disassembled to evaluate for the cause of the leak. There was a v-shaped tear in the side of the inner lumen of the seal. The complaint of leakage can be confirmed on the returned device, with probable cause of the damage and leakage determined to be due to a needle strike during use. The directions for use states "do not use needles". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a tego¿ connector in which the reporter stated that during dialysis treatment suddenly the nurse noticed a leakage in the tego connector - not in a connection but in the tego. The reporter stated that the patient lost a lot of blood (quantity not specified) and was sick because treatment was only 1/2 hr instead of 4 hours. About 20 minutes after fitting the tego connector, it was observed that there was a big leakage in the tego connector.